Event description:
It was reported that the patient experienced a vitreous leak and a split in the posterior capsule when the lens was inserted. The lens was cut out of the bag and another lens model was placed in the sulcus. In the surgeon's opinion, the likely cause of the event was "split in capsule bag."